Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Bg was addressed via a correction bolus. The customer declined further troubleshooting with tandem technical support.